Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.  Based on the reported information, there did not appear to have been any defect of the device during use. This is a procedure related event. Related mdrs for this event: 2029214-2020-00169. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one marathon catheter ruptured during onyx injection. The patient underwent embolization treatment for a dural arteriovenous fistula (davf). The vessel was observed moderately tortuous. The marathon microcatheter was delivered to the target site, wash was performed, after 0.23cc of dmso was injected, when an attempt was made to inject onyx. It was reported that since it was a relatively safe position, after pushing it with a little more force, the rupture occurred at the pinhole at distal region about 4 cm, so the catheter was immediately removed. The catheter was discarded. The remaining vial of the first onyx was retrieved. After that, another catheter (marathon) was used. Another catheter was used, and the procedure was continued. The target site was almost occluded. There was not any patient injury reported. The devices were prepared according to the instructions per the IFU. The delivery catheter cavity filled with dmso. The infusion rate as recommended per the IFU and onyx injection took 2 seconds.